Manufacturer narrative:
Concomitant products: 5568-45 lead implanted: (B)(6) 1999; 506852 lead implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced erosion. The implantable pulse generator (ipg) system was explanted and a temporary pacing lead was being used. No further patient complications have been reported as a result of this event.